Event description:
It was reported the customer had a no delivery alarm during a bolus. Customer stated the alarm persisted with a replacement catheter. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the prime, excessive no delivery and displacement tests. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.